Event description:
During laparoscopic appendectomy, suction irrigation was used. At the end of the case, the crn notified me that "green/black colored liquid" was coming from the battery compartment of the suction irrigator. The device was immediately removed and the surgeon was notified. The sterile field was not contaminated.